Manufacturer narrative:
(B)(4). Batch # r92u78. Additional information: attempts are being made to obtain the following information: you reported there were complications during the operation, but you also reported there was no patient consequences. What were the complications that occurred during the procedure? Was there any change to the procedure or post-op patient care of the patient due to the complications? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. When the device was disassembled to inspect the internal components, no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the device coating came off during the surgery. This lead to "complications during the operation, however, there was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information received. Additional information was requested and the following was obtained: the following additional information was received: in the additional information that you provided, you said there were complications during the operation but you also reported there was no patient consequences. What were the complications that occurred during the procedure? They had to open a new device and this takes time. Was there any change to the procedure or post-op patient care of the patient due to the complications? No, no other post op complications.